Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no audio alert on the receiver and an adverse event. Date of issue is an approximation. The patient stated while they were driving, they experienced low glucose values and drove into a curb. It was indicated that the patient¿s blood sugar was at 26mg/dl and the receiver did not alert them. The patient treated himself by eating glucose tabs until he was feeling better. The patient did not need medical attention. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause could not be determined.